Event description:
It was reported that "during a surgery on internal left carotid artery, the device was being used and a blood clot formed inside the catheter.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The image shows signs of use on the catheter, however, the report of a blocked catheter could not be confirmed from the photo. The customer also returned one catheter and product sac outer packaging for analysis. Definite signs of use were observed on the catheter body. Visual analysis of the catheter did not reveal any major defects or anomalies. The overall length of the catheter measured 124mm which is in the specification limits of 122mm - 126mm per catheter product drawing. The outer diameter of the catheter measured 1.266mm which is within the specification limits of 1.24mm - 1.30mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "thread tip of catheter over guidewire." A lab inventory guide wire was threaded through the catheter with little to no resistance. The catheter was additionally flushed using a lab inventory syringe to identify any blockages. The catheter flushed as intended. Therefore, the customer complaint could not be confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." The customer report of a blocked catheter could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received , and that no blockage could be identified, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during a surgery on internal left carotid artery, the device was being used and a blood clot formed inside the catheter.